Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a self-clearing electrical fault alarm. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. A cleaning procedure was performed to remove contaminants. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The returned controller ((B)(4)) failed visual inspection as a result of contamination within the driveline connector but passed functional testing. The root cause for the reported 'electrical fault alarm' event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. . Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. (B)(4). This is report one of two reports (3007042319-2014-01350 and 3007042319-2016-02210) submitted for devices related to the same event.

Event description:
It was reported from the united states that the ventricular assist device (vad) driveline had controller electrical fault alarms. The site stated that they were able to reproduce the alarms by manipulating the driveline. Preliminary analysis of controller log files confirmed multiple electrical fault alarms. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The manufacturer's representative confirmed the contamination and performed a driveline connector cleaning procedure per the manufacturer's specification on november 24, 2014 to remove contaminants. Two driveline disconnects were performed with each disconnect lasting approximately 30 seconds. It was stated that the patient tolerated the vad-off time well. Contamination was visible within both the driveline and controller connector. The electrical fault alarms were not able to be reproduced after the procedure. The controller was exchanged during the procedure. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.